Event description:
The depuy spine legal dept was made aware of an incident involving the isola fixation system. It was reported that the isola hardware was removed from the pt 3 1/2-years post op. As surgical intervention occurred an MDR is being filed to document this event.